Manufacturer narrative:
Additional information was received on august 12, 2020. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. When explant was performed, the left implant was replaced with a 415cc mentor memorygel breast implant and the right implant was replaced with a 335cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round high profile 420cc saline prostheses experienced bilateral deflation post procedure. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-07709 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the image. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 18, 2020. In addition to the issues reported previously the patient had a left sided breast mass. The breast mass was biopsied and shown to be benign. Additional information was received on august 24, 2020. The breast mass is 11 millimetres located at 12:30 o'clock position according the magnetic resonance imaging performed on (B)(6) 2020. Additionally this magnetic resonance imaging examination revealed bilateral scattered cysts that were more pronounced on the right side. Magnetic resonance imaging, ultrasound, and mammography also demonstrated that the left implant was intact. This report relates to the left prosthesis. 1. Is product problem- uncheck manufacturer¿s reference number: (B)(4).